Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options for the device based on patients rhythm. This device remains in service. No additional adverse patient effects were reported.